Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed on the same day. One fiducial was noted in the rectal wall. On (B)(6) 2023, the physician noted a minor rectal wall infiltration. The hydrogel seemed to be mostly under the serosa, towards the apex and through the muscularis, the hydrogel is potentially approaching to the lumen. It was suggested to wait four weeks form the time of implant and scope to make sure that there is no ulceration and considering changing the radiotherapy to moderate hypofraction. However, the decision made by the physician was unknown at the time of this report. The patient was reported asymptomatic.